Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 212 - 420 mg/dl. Customer went to the emergency room (ER) on (B)(6) 2022 with diabetic ketoacidosis and not being able to read touch screen and delivered incorrect amount of insulin via bolus. Customer was treated intravenously with fluids of saline and insulin. The customer was released from ER with issue resolved and customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
Remove MDR codes: 11, 4118, 3233.